Event description:
Physician reports breast implant rupture and breast seroma diagnosed by ultrasound. This relates to the right device. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to the spec, yellow particles in the shell and broken on posterior. A visual and microscopic analysis was performed which identified: sharp broken on posterior, missing shell on posterior (0-25%), missing orientation dot (75-100%) and crease fold. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: a sharp pattern on posterior broken device assessed as an unidentified (tear) opening. Missing shell and orientation dot assessed as inconclusive.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma-late.

Event description:
Physician reports breast implant rupture and breast seroma diagnosed by ultrasound. This relates to the right device. Device has been explanted.